Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was not reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream sensor was recalibrated and the downstream tubing guide was adjusted to correct the condition.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.